Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. Investigation of the complaint determined that the user failed to remove the tissue processed in the "biopsy run" completed on (B)(6) 2011, from the retort before commencing the subsequent quick clean protocol. The consequence of this incorrect user action was that the processed tissue samples were exposed to cleaning xylene at a concentration of 96.19% (as calculated by the instrument) for a period of approximately 2 minutes, causing xylene contamination and a negative impact on wax infiltration of the tissue, manifesting as under-processed tissue.

Event description:
On (B)(6) 2011, (B)(4) microsystems received a complaint from (B)(6) hospital regarding sub-optimal processing resulting in under-processed tissue from a protocol run on (B)(6) 2011, using peloris tissue processor (B)(4).